Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an out of calibration air in line printed circuit board. To correct the condition, the air in line printed circuit board was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
Upon reviewing the pump's event history, a baxter field service technician found a colleague infusion pump that experienced a malfunction of air detected set alarm. This may have been a false alarm. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.